Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous proximal left anterior descending (lad) artery to mid left anterior descending (lad) artery. The physician advanced the 1.5mm x 15mm apex push balloon catheter. The balloon was inflated to 12atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the apex push balloon catheter was returned for analysis. A visual and microscopic examination of the balloon material identified a hole/perforation in the balloon material. The hole was located over the distal edge of the center markerband. Examination of the device identified a severe kink in the hypotube, located 23.4cm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous proximal left anterior descending (lad) artery to mid left anterior descending (lad) artery. The physician advanced the 1.5mm x 15mm apex push balloon catheter. The balloon was inflated to 12atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).